Manufacturer narrative:
The main component of the system . Other relevant device(s) are: micra model #: mc1vr01us-delsys / expiration date: 14-feb-2020 / serial#: (B)(4) UDI #: (B)(4) no dev rtn to MFR? Mfg date: 09-sep-2019 yes (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the device was recaptured after one deployment due to perforation, pericardial effusion and tamponade. Pericardial centesis was performed, and then cardiopulmonary resuscitation (CPR) for an hour due to patient's pulseless electrical activity but the patient died. It was noted that hemorrhage was considered a possible cause of death.